Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had delivered anti-tachycardia pacing (atp) for the patient's vt, but did not treat another run of vt. It was reported that rate smoothing was programmed on and that the device was pacing through the vt. A boston scientific technical services consultant discussed programming off rate smoothing, as that appeared to be inhibiting treatment of the patient's vt.